Manufacturer narrative:
A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician was performing a pta stenting procedure and the lesion was described as calcified. A fox plus balloon was being used to perform pre-dilation; however, it ruptured at 8 atm with the second inflation. A competitor's balloon was used to complete the procedure. The physician commented that the rupture was caused by the calcification. The rupture was described as pinhole. No balloon material remained in the vessel. No patient injury or adverse event were reported an no additional information is available.